Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint for ¿bubbled and delaminated downstream occlusion (dso) seal¿ was confirmed through visual inspection. The dso seal was delaminated. The cause was normal wear and tear. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a bubbled and delaminated downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.